Event description:
During a two man hoyer lift transfer, two cna's noted blood and a laceration on this resident's right arm. The charge nurse was immediately called to the room. The resident was transferred to hospital ER. One rn and one lpn examined the geri-chair and found the right side panel of the geri-chair had broken away from the metal clips. Both nurses determined this is what caused the laceration. Chair was in good repair prior to this transfer. Device last serviced in 03/02. Approx purchase date 1996.